Manufacturer narrative:
Complaint no: (B)(4). During follow up, it was reported that the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) this report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The suspected peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with injection vancomycin 1 gram, stat dose (route not reported) and injection fortum 1 gram, once daily (route and duration not reported) for the suspected peritonitis. At the time of this report the patient was recovering from this event. The action taken with dianeal therapy was not reported. No additional information is available.